Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, the failure of osseointegration of the dental implant was observed. The implant was immediately loaded and no further information was provided.